Event description:
During baxter's device eval, it was discovered that the device displayed "down stream occlusion" when no occlusion was present. There wa no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval found the downstream pressure plate gap to be out of specification. The downstream tubing guide/gasket/plate was replaced.